Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Report received from (B)(6) indicating the following details were provided through (B)(4): while using the harmonic scalpel, a piece of plastic detached from the jaw of the instrument. Stopped using the instrument and removed the piece of plastic detached from the device. Event reached the patient causing only an inconvenience with no treatment or monitoring required.